Event description:
The ge oec 9800 fluoroscopy system was reported to not make an x-ray exposure regardless of exposure button activated. System would not x-ray.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. System functioned as expected. The system had been tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.